Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. There was no pe noted prior to procedure. The physician performed transseptal puncture (tsp) using the versacross connect system with watchman fxd double curve access system (was). After tsp, a moderated pe was noted on imaging (transesophageal echocardiogram). The physician aborted the procedure and performed pericardiocentesis to treat the effusion. The patient is expected to make full recovery and patient was discharged and fine. The device is not expected to be returned for analysis.